Manufacturer narrative:
E.1 (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6). Was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a training issue where the user was unable to issue medication. A technical support specialist remoted in, found that the user did not request rxverify and directed the customer on how to request the medication to resolve the issue. The system functioned as intended after the technical support specialist assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a training issue where the user was unable to issue medication. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.